Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure, as per surgeon¿s instructions product was opened however it was unable to use as it was not clinically appropriate. A different lens from the same company was implanted in the sulcus. The patient required unplanned vitrectomy. Additional information has been requested.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The product was returned for analysis. The device was received loose in the product carton. Viscoelastic is dried in the device. The lens is present in the lens bay. The device was received inactivated; the plunger is not advanced. The device activated with no issues when the lever was pressed. No problem found. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The root cause for the reported complaint could not be determined. The product was not returned in the reported condition. No clarification was received from the reporter. The product was received inactivated, the lens is present in the lens bay, the plunger is not advanced. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).